Event description:
A medtronic representative reported synergy cranial 2.2. Software was slow. She reported they tried to load a CT with over 300 slices and the s7 system froze. When they used a CT with less slices and it loaded successfully. After building a model, the application unexpected exited while zooming on the model. The navigation was continued and the patient outcome was not impacted.

Manufacturer narrative:
The initial report was received on (B)(4) 2011 and found to be a non-reportable malfunction based on the information available. On (B)(4) 2012, new information was available during a cross-functional software engineering review meeting that the incident had the potential to recur during therapy should the user adjust the zoom settings during navigation, and therefore, the decision was changed to a reportable malfunction. The exams were no longer on the navigation system and were not available for evaluation. Comments from cass indicate that when the CT exam with over 300 slices was loaded, they received the 'insufficient system resource' dialog. After building a model, the application unexpected existed while zooming on the model. This issue will be continually monitored in a medtronic software anomaly tracking database.